Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints. All information was investigated, and the reported gripper actuation issue appears to be related to procedural circumstances (chordae becoming wrapped around the grippers). The reported tissue damage appears to be related to procedural circumstances. The reported patient effect of chordal rupture (tissue damage) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue and tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced into the patient anatomy however it was noted the gripper arms would not lower. Troubleshooting was performed however was unsuccessful therefore the cds was removed. Outside the anatomy, it was noted chordae was wrapped around the gripper arms preventing them from lowering. Two clips were able to be implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.